Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a patient receiving intrathecal morphine and saline via an implantable infusion pump (dose and concentration unknown.) The indication for use of the device was for non-malignant pain, spinal pain, and failed back surgery syndrome. It was reported that the patient had historical infections that occurred in 2004, 2005, and 2006. The infections were specified to the pocket, catheter track, and spine; but it was not further specified which infection correlated with which year. No patient symptoms were reported with this event. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.